Event description:
The customer reported the touchscreen was not functional. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10. The replaced touchscreen was returned for failure analysis. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen passed diagnostics testing, and resistance measurements are in specification. The returned touchscreen was able to be calibrated. The touchscreen functions as designed. H11. Updated contact information and contact office entity.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the touchscreen was not functional after the navigation ring service. The device was disassembled, and wiring/connections were checked. The device was then reassembled, but the touchscreen was still not functional. The device was then disassembled again, and a different front bezel was installed; the touchscreen was still not functional. An order was then created to purchase a replacement touchscreen. The service engineer replaced the touchscreen, and the device was fully functional.